Manufacturer narrative:
Received one 35070 unopened in original packaging. Lot number verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal. Performed a functional inspection, the device was dye leak tested per (B)(4) rev. F which indicated that the packaging had an insufficient heat seal. A DHR could not be found for this product/ lot combination. A DHR request was submitted to doc control. (B)(4). This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is expected to be returned for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 0035070, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence